Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced recurrent low blood glucose at school while on frequent formula feeds every three hours and periods of recess, with the lowest documented glucose of 43 mg/dl and approximately one hour spent below range. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included user self-management without backup therapy, ketone testing, medical intervention, or assistance from healthcare providers. Investigation included troubleshooting and education provided to the caregiver. Investigation of this case revealed no device alarms or alerts and no identified device malfunction, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.